Event description:
The patient obtained a 150 mg/dl on the lifescan meter. Less than 10 minutes later, the patient compared the reading to the lab and received a 92 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient had been cleaning the meter according to the owner's booklet. The meter failed using the check strip test twice. This case is being reported as a malfunction, since the meter failed using the check strip test twice.